Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. In addition, a device history record (DHR) review was not required/performed as there was no allegation of a device malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Operative mortality is defined as death within 30 days of the procedure. There may be events in which a patient dies after 30 days in which the cause of death is not determined at the time of the report. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported in the months prior to the patient's death. The patient was elderly and had multiple co-morbidities including renal disease requiring hemodialysis and significant heart disease which could have caused or contributed to her death. Should additional information be received, this case will be reopened and investigated. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required at this time.

Event description:
As reported through the patient registry, on the same day post transfemoral transcatheter aortic valve replacement (tavr) procedure the patient expired. Case summary: after successful valve deployment, the patient was hypotensive transiently and was severely acidotic. After a period of hemodynamic instability, requiring both inotropic support and cardiopulmonary resuscitation, the patient was put on ECMO (extracorporeal membrane oxygenation) for support. The patient was then transferred to the cvicu. In the cvicu, the patient further became hemodynamically unstable and dialysis was attempted. However, the patient continued to deteriorate and subsequently had complete asystole. The family decided to not proceed further with any resuscitation effort. She was pronounced dead at the time. Per report, there was no evidence of arterial bleeding by multiple angiographic images. The valve positioning was adequate with no significant aortic regurgitation. The official cause of death has not been provided.